Event description:
It was reported that three (3) exactamix 500 ml eva tpn bags leaked inside the overpouches; at least one bag leaked from the "middle port connection seal". This was observed prior to patient use. The bags contained calcium gluconate. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address:(B)(6) e1: initial reporter postal code:(B)(6). The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between october 11, 2023 and october 12, 2023. H11: three (3) actual devices were received for evaluation. Visual inspection of the returned samples did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed by filling approximately 500ml of tap water into bags, and a leak was identified on the port 2 administration spike port bonding area on all three of the returned samples. The reported conditions were verified. The cause of the condition could not be determined; however, the most probable cause was due to inadequate or lack of cyclohexanone being applied to the spike port cap tube when it was inserted into the spike port. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.